Manufacturer narrative:
(B)(4). According to document supplied to trackwise, this product is not being returned for evaluation.

Event description:
Cook (B)(4) reported, for the customer, "customer reported, "difficult case with major complication at the end. Pt had a persistent left svc and two 25 year old leads. The beginning of the procedure was very kindly both screws of the leads were working faultless but it seems that the leads are sticking together at two areas. Prof (B)(6) uses the lld ez and he reached in both cases the distal tip of the leads. Than he uses the shorty 9 f and worked until deep into the svc. We let the short sheath into the vein and changed from shorty to evolution 9 f to have the shaft as flexible as possible. Than we changed the sheaths to protect the leads at the proceeding procedure. Without any problems prof winter extracted the atrial lead. Than we step over to the ventricular lead. It seems that the lead was strongly ingrown at the ventricular wall and because of the entrance over the coronary sinus it was difficult to bring the sheaths into the atrium and we don't come to a proper conclusion. Prof (B)(6) pulls very strong at the ez and the locking stylet and the inner part of the lead sleeps up to the bow of the svc. To save the lead he tries again to bring the sheath into the atrium and as we saw later on the video, most likely this was the point as he hurts the vessel wall near the coronary sinus. After a strong pulling the rest of the lead slips out and first two mins we thought the case was gone nearly perfect. Than pressure drops down and a sternotomy was necessary to save pts life. Surgeon find a very thin scratch at the vessel wall near cs."